Event description:
It was reported that the patient had a dual wire trial from (B)(6) 2013 and it was removed. It was noted that the trial did not work well because it moved and the patient will be trying the single wire trial soon. Follow-up information received reported the cause of event as inconclusive test (pne) and attributed the event to the lead. The issue with the lead was noted as ¿unknown ¿ pt. Reported discomfort with stimulation.¿ it was noted that this was a trial (pne) test and not a staged test or implant. The patient did not require hospitalization, and the patient outcome was reported as none.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).